Manufacturer narrative:
A correlation between the device and the reported increase in the patient's lactate dehydrogenase levels could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that routine labs at local clinic on (B)(6) 2017 revealed a lactate dehydrogenase (ldh) of 909 u/l. Ldh level on admission to the implanting center was 835 u/l and plasma free hemoglobin of 20 mg/dl. The patient was asymptomatic. Warfarin was changed to IV bivalirudin, and it was reported that the patient was also treated for hypertension. It was reported that lvad parameters were within normal limits, and the patient was hemodynamically stable, adequately perfused. The patient was discharged on (B)(6) 2017 with ldh trending down. The patient¿s inr goal was increased. No additional information was provided.